Event description:
It was reported that this right ventricular (rv) lead had a lead conductor fracture and insulation complications resulting in abnormal impedance and high pacing thresholds. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).